Event description:
Information received by medtronic indicated that the customer was hospitalized due to pea arrest severe metabolic acidosis, diabetic ketoacidosis lactic acidosis, and passed away on (B)(6) 2021 and the blood glucose value at the time of hospitalization was unknown. Troubleshooting was performed and the customer had not worn the pump at the time of passing but had last worn it on (B)(6) 2021. The customer had not used sensors. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Unit had minor scratched display window, scratched case, cracked case at the battery tube side and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. Unit received with a depleted energizer alkaline battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date on (B)(6) 2021 listed on smartsolve and the days prior to the event date. On (B)(6) 2021 daily total of all insulin delivered = 49.65. On (B)(6) 2021 daily total of all insulin delivered = 40.35. On (B)(6) 2021 daily total of all insulin delivered = 49.15. On (B)(6) 2021 daily total of all insulin delivered = 37.375. On (B)(6) 2021 daily total of all insulin delivered = 35.85. On (B)(6) 2021 daily total of all insulin delivered = 30.55. On (B)(6) 2021 daily total of all insulin delivered = 31.35. Unit passed the functional testing. Unable to verify cause of dka. Pump was returned with no allegation. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.